Event description:
It was reported an error code occurred, rebooted several times, and the error occurred "only when he tried to make it happen." Was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.